Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump gave a motor error alarm during a bolus delivery. It was also stated that the customer's blood glucose read "hi" on the glucometer. The customer had no back up plan, and stated that she was on her way to her hcp. Troubleshooting was performed, and found that the drive support cap was protruded. The unit was not exposed to high magnetic fields. The insulin pump passed the displacement and self tests. Nothing further was reported.